Event description:
The hcp reported that while placing a bravo ph monitor, the capsule would not deploy from the delivery system. During the procedure the plunger broke and the spring came out. No serious injury to the pt was reported.

Manufacturer narrative:
Final device analysis revealed no significant anomalies. There was not enough information to determine the root cause of the failure. The device was returned with the capsule still attached to the delivery system. The capsule trocar needle was advanced and tissue was present. The plunger had not been fully depressed and had broken off while the clinician attempted to release the capsule.